Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that air leaked from the connecting part of a humidifier adaptor and a flowmeter during use on a patient. Therefore, the adaptor was replaced with a new unit. No patient injury/harm reported.